Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The doctor reports they have a palindrome catheter has migrated out of the pt. The catheter was implanted on (B)(6) 2012 and migrated out on (B)(6) 2013. Sutures were in place for approximately 3 weeks. This event occurred at the pt's home. The pt is also responsible for his cleaning and dressing changes. The catheter was pulled and replaced on (B)(6) 2013. The pt has recovered with no further issues.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.